Manufacturer narrative:
A correction to the component code is needed and has been made.

Event description:
A remstar auto aflex device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation no foam particles were noted in the airpath yet foam degradation was noted the devices sound abatement foam needs replaced to address the issue the device had dust fail contamination additionally the service technician also noted an error codes e065 stuckencodera e063 stuckknobkey e055 therapyqueuefull e062 stuckrampkey e066 stuckencoderb e051 corruptcompliancelog present the device was scrapped by the service center after the evaluation was completed